Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, revised for instability to larger head. The following products were not revised: product ID: dbfpgg62 dynasty biofoam shell 62mm, lot: 1700901, qty: 1. Product ID: 18080302 cancellous self-tapping bone screw 6.5x2.5, lot: 1805477, qty: 1. Product ID: prtlel30 profemur tl classic 10 varus long neck, lot: 1873812, qty: 1.